Event description:
It was reported that during a laparoscopic nephrectomy, half way through the procedure, when the surgeon attempted to remove his hand from the device, the bottom half of the device tore. The case was completed with a like device with no patient consequence.